Event description:
The ge oec 9900 fluoroscopy system had intermittent vertical lift column failures.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a defective ps3 power supply. The system was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.